Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: ¿ on the complaint date, (B)(6) 2023, 11 minutes after the case was initiated with pump sn: (B)(6), the console displayed ¿placement signal not reliable (optical signal-to-noise ratio),¿ event #130. The alarm occurred intermittently throughout the case, confirming the reported failure mode. ¿ the rt log indicates that the snr dropped below 250. The lt log shows that the snr remained low throughout the case. Device analysis: this console was tested after arriving at fs. Although the snr was within specification, it was low at 3810. The voltage supplied to the optical bench from the pbm connector j3 was 4.9v as intended. The lamp resistance was measured at 5 ohms. However, the average voltage to the lamp at the optical bench connector p4 was 4.3v, whereas in a known good optical bench, it measures 4.8v. This indicates a likely optical bench malfunction. Root cause: the root cause of the 'placement signal not reliable' issue was an optical bench malfunction. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the aic alarmed that the impella position was not reliable. Waveforms were all present and within normal limits, flows were excellent and patient hemodynamics were satisfactory. After about an hour, the alarm resolved with no change in any metrics or patient condition. No known patient harm or injury.